Event description:
Boston scientific received information that during a follow-up, it was noted that this right atrial (ra) lead dislodged. The physician reprogrammed the device to vvi, thereby deactivating ra therapy. This lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.